Manufacturer narrative:
This ipg serial number was included ina field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-24419. It was reported, the patient's scs system stimulation has been positional since he was implanted. The patient stated that when he lays down and moves his hip/body the stimulation shuts off. The patient also stated, the stimulation shuts off when he presses his back against a chair, but the stimulation comes back on when the pressure is released. The patient also reported, he experiences a jolting sensation at times at his ipg site when the on/off scenario occurs. The patient has experienced multiple falls due to weakness in his legs. An sjm rep met with the patient and performed a system diagnostics. The diagnostic test showed some of the lead contacts have low impedances. The sjm rep suspects the low impedances may be indicative of the lead pulling out of the ipg header. X-rays have been ordered. In addition, the patient may be presented with the option of replacing his scs ipg with a different model due to his usage requirements.